Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the pouch seal was compromised. A 2.25 x 20 mm promus element stent was unpacked for the procedure. The physician observed something not normal in the product. The physician observed that the pouch was open and unsealed so the product was not used on the patient and was segregated for complaint return. The procedure was completed with a different device. No patient was involved.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the pouch seal was compromised. A 2.25 x 20 mm promus element stent was unpacked for the procedure. The physician observed something not normal in the product. The physician observed that the pouch was open and unsealed so the product was not used on the patient and was segregated for complaint return. The procedure was completed with a different device. No patient was involved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. The device was returned inside the tyvek pouch and inside the carton box. The foil pouch was also returned. The closure strip of the carton box was torn. Beside the closure strip, covering the lid was a piece of cellotape and a piece of autoclave tape. Both tapes were torn. It appears that an attempt had been made to reseal the lid at some stage with these tapes, potentially indicating the box had been previously opened without using the device. Both foil pouch and tyvek pouch were manually opened in a normal fashion. A visual inspection of all foil pouch seals and tyvek pouch seals found no issues. The most probable root cause has been determined to be user preference. (B)(4).